Event description:
Infant delivered at 34 weeks & 3 days. 5fr double lumen umbilical venous catheter (uvc) inserted after delivery. No complications noted with insertion procedure. Site was prepped with chlorhexidine. The next day, while caring for the patient, the rn noted fluid oozing from the uvc. The nurse practitioner (np) was notified and came to the bedside to assess the patient and the line. The line was flushed and fluid "bubbles" were noted on the outside of the line at the 9cm mark. The uvc was inserted at 7.5 cm mark and secured with suture. The leaking line was removed without difficulty, and a new uvc was inserted.